Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - product failure. Too much torque was put on the instrument and the metal screw popped out of plastic. No pieces remained in patient.